Manufacturer narrative:
Due to the automated mes (manufacturing execution system) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, a kink was noted in the proximal of subject catheter shaft. The functional inspection says that an attempt was made to flush the device and advance a demonstration guidewire. The subject balloon was examined under microscope, and it was noted that the subject balloon was burst/ruptured. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the device was prepared for use as per the directions for use, the device was confirmed to be in good condition during preparation/prior to use on the patient, a 50% contrast solution was used during preparation, the device was not inflated over nominal pressure, there was no leakage noted during preparation, physician noted some blood back flow into balloon, which would indicate insufficient flush, but additional information suggest continuous flush was set up and maintained throughout the clinical procedure. The patient¿s anatomy was moderately tortuous. During analysis, the balloon was burst/ruptured. The proximal catheter shaft was noted to be kinked/bent. It is most likely that the patient tortuous anatomy contributed to the reported event. Based on the review of all available information, the as reported and as analysed ¿balloon failed to inflate¿ in addition to the as analysed ' balloon catheter kinked/bent' and 'balloon burst/ruptured during use' will be assigned procedural factors as these defects appear to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use.

Event description:
The balloon (subject device) was returned for analysis, and it was discovered that the balloon (subject device) was burst/ruptured. No clinical consequences were reported to the patient due to this event.